Event description:
It was reported that the user requested and completed a factory reset of the ilet system after healthcare provider guidance due to recent dental procedures and difficulty with blood glucose management, including preemptive treatment of anticipated lows that led to rapid rises and subsequent hypoglycemia, which affected pump adaptation. Education on reset, setup, and use was provided. Symptoms included episodes of hypoglycemia and hyperglycemia ranging from 60 mg/dl to 383 mg/dl. Outcomes included no lasting health consequences and minor injury of hypoglycemia. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem; a usage issue related to overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.